Event description:
The customer reported the foot pedal stuck outside of a procedure and the system produced uncommanded x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5 volt power supply. The system operates as intended. There was no accidental radiation occurrence.